Manufacturer narrative:
Return requested for 2 core fiber 15mm tip vclas. No parts have been received by manufacturer for analysis. On 02/10/2016 a medtronic representative, following-up at the site, reported the site disposed of the 2 damaged catheters prior to contacting the medtronic representative. No further issues have been reported.

Event description:
A medtronic representative received a report from a site on (B)(6) 2016 that they had had one catheter char and a second catheter char and melt during an ablation procedure that took place on (B)(6) 2016. The surgeon was using a 15w generator and had two fibers placed for a prostate laser ablation. The site did not provide any additional information about the event. The surgeon completed the procedure with the use of the 15w thermal therapy system. Delay in therapy was less than 15 minutes. There was no impact on patient outcome.